Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. The soft cannula was observed to be torn. It cannot be determined when this damage occurred to the soft cannula, so this event cannot be confirmed. Blood was not observed on the device. The formed needle was inspected for damages that would cause bleeding/bruising, and none were observed. The top housing was observed to have indentations. This damage to the top housing was determined to be post use.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. The patient reported bleeding from the infusion site (arm), when removed the pod's cannula was found bent. No treatment was provided.